Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported alarm was confirmed during analysis. During eval, the white power lead was found to have compromised conductors which resulted in the system controller's inability to support the pump while the white power lead was connected. The log file was unable to be collected during the eval due to the compromised conductors. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt was connected to the power module he rec'd a yellow wrench alarm. The system controller was exchanged and the issue was resolved.